Event description:
Valve explanted after 2 yrs. And 9 months due to severe mitral regurgitation, tears in one leaflet causing prolapse, and congestive heart failure. No further information was provided.